Event description:
It was reported that the artificial urinary sphincter (aus) cuff and balloon were explanted because the patient began experiencing recurring incontinence. A pinhole leak was found in the cuff. A new cuff and balloon were implanted.